Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the outer insulation was cut at 38cm.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation about three weeks post implant of the right atrial (ra) lead. The lead was reported to have dislodged and was then explanted and replaced. No further patient complications have been reported as a result of this event.